Event description:
The customer reported that there was a communication failure error messages. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occured. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo socket connector were evaluated and identified for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.